Event description:
It was reported that the physician was dissatisfied with header performance. Allegedly, "the setscrews back out and/or air trapped in header developes pressure that pushes lead out." No patient complications have been reported since the ICD was removed from service. We later received information that reported the lead was removed due to high thresholds and impedance. No patient complications have been reported as a result of this event. Requests for follow-up information produced dictation from the patient's explanting physician reporting that on interrogation of the ICD, there appeared to be noise with false detection of ventricular fibrillation (vf). After trouble-shooting, it appeared to be a setscrew problem. During ICD replacement, the lead was found to be in excellent condition. When the lead was taken out and re-inserted into the ICD header, all the noise disappeared, suggesting that it was an ICD problem, namely the setscrew. A new device was implanted due to the physician's concern that it could happen again. The implant was completed without further issue.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary: no anomalies found; distal segment returned for analysis.